Event description:
It has been reported to philips that the x-ray computer was defective. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. Analysis of log file revealed that the connection towards x-ray pc was lost, and it did not respond on system restart. A philips field service engineer (fse) inspected the system on-site and identified that the system did not start up. The fse found that x-ray pc was not powering on, and the led failed to be light up. To resolve the reported issue, the fse replaced the x-ray pc. After the replacement, the system was returned to use in good working order and ready for clinical use. The x-ray pc was returned for further analysis. Functional testing revealed that the power supply unit (psu) in the x-ray pc was defective. The codes were updated based on the investigation outcome.